Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the tip of the force bipolar instrument froze closed. Consequently, the customer had to wiggle in the surgeon side console (ssc) to get the instrument to let loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the force bipolar instrument were stuck on the hernia sac when the issue occurred, however, the instrument was not in strong grip mode. The surgeon removed the instrument from the tissue without any damage. The customer advised that the surgeon "jiggled" the instrument, removed his head from the console, returned his head to the console, and jiggled again, after which, the instrument opened and released the tissue. There was no adverse effect on the grasped tissue and no abnormalities were noted with the instrument. The instrument was subsequently removed from the patient and replaced with a new instrument, however, the same issue occurred with the second force bipolar instrument. The second instrument was not stuck on tissue when the issue re-occurred. Consequently, a third force bipolar instrument was utilized to complete the procedure without issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip causing misalignment of the grips from its original position. This caused the tip to freeze. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis.